Event description:
It was reported that caller initially did not see drops of insulin at end of tubing during fill tubing step of load sequence and experienced blood glucose level of 403 mg/dl. Customer administered correction insulin injection using multiple daily injections and did not require emergency assistance, and there was no additional information reported regarding any further impact to the customer¿s blood glucose level. Technical support confirmed proper cartridge loading steps, instructed caller to continue filling tubing until drops were visible, and assisted customer in completing load process and resuming insulin delivery.